Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a huawei phone with an android operating system version 10. The low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness and seizure and was unable to self-treat, requiring treatment with glucagon (via injection) provided by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. The user reported missing high and low glucose alarms with the freestyle librelink application. The user complaint was not able to be reproduced and successfully receive high and low glucose alarm notifications in the application (google pixel 2l, android 11, 2.8.4.9335). Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device in use with a huawei phone with an android operating system version 10. The low glucose alarms did not sound, and customer was not alerted of changes in glucose level. As a result, the customer experienced loss of consciousness and seizure and was unable to self-treat, requiring treatment with glucagon (via injection) provided by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.